Event description:
The lay user/reporter called lifescan (lfs) on september 14, 2006 and alleged that the patient's lancing device was not functioning. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained and a letter was mailed on september 18, 2006, since the user could not be reached by telephone for further clarification. According to the report, the threads were stripped on the lancing device. It is not known how long the patient was unable to test her blood glucose. She became disoriented one day, a few months ago, and was taken to the physician's office. Her blood glucose was approximately 320 mg/dl. The reporter stated that the patient was "put on" insulin. It would have been helpful to know what the patient's medication regimen was prior to this event. This complaint is being reported, as the lancing device issue was not resolved; the patient was unable to test and subsequently obtained a result of 320 mg/dl while symptomatic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.